Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tw power supply would not power up prior to surgery. The hospital did not report any patient effects. There is no additional information regarding whether the product will be returned and how the procedure was completed.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).